Event description:
It was reported the stimulation turns on and/or off. There is no known accident or incident related to this complaint. The pt was at home at the time of the report. No pt symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.